Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient was having frequent charging of the ipg. A database analysis was taken and revealed no anomalies and that the device was working as expected. The physician noted that the ipg was no longer holding a charge and believed that the battery was failing. It was also reported that the ipg was no longer functioning properly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was having frequent charging of the ipg. A database analysis was taken and revealed no anomalies and that the device was working as expected. The physician noted that the ipg was no longer holding a charge and believed that the battery was failing. It was also reported that the ipg was no longer functioning properly. The patient will undergo an ipg replacement procedure.